Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the infusion set cannulas had been bent and that he was having trouble inserting them. The customer was advised to try a shorter cannula due to being lean. The customer intended to call back later to continue troubleshooting. He did not provide the blood glucose reading. No product was returned or replaced.